Manufacturer narrative:
The complaint samples were returned for evaluation and were found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. (B)(4).

Event description:
In this complaint record, three lots were returned for evaluation. Two of the lots were returned sealed and unused. One lot was returned with one of the cartons opened and used. Therefore only one medwatch investigation will be submitted as only one lot was involved in the event. It was reported on (B)(6) 2015 by a female consumer that she was diagnosed with three corneal ulcers on the right eye around the end of (B)(6) 2015. The consumer was given prednisone to use one drop every hour for 24 hours. Then she was prescribed gatifloxacin to use two drops a day four times a day for one week. The consumer was to follow-up with the doctor on (B)(6) 2015. It was reported that the symptoms were improving.

Manufacturer narrative:
Complaint samples were returned for evaluation. Verification was performed on eight complaint samples. All testing performed met manufacturing specifications. The manufacturing investigation is still in progress. A supplemental follow-up medwatch report will be submitted upon completion of the investigation. (B)(4).